Event description:
During an incident in 2002 involving a female pt with a history of heart problems, this defibrillator was being used with monitoring pads to monitor while riding in an ambulance on a rough road and the customer claims the analyze button was pushed and the defibrillator began to charge so they shut it off. The pt was alert and talking. The pt was transported to a hosp. The customer claims they are aware they should not be using the unit in a moving vehicle and doesn't think there was an incident report recorded on tape or mcm. The customer called initially to have the unit checked out because he believed the unit charged up when it shouldn't have. The customer at first denied there was a pt involved then later said there was. Later, an incident report was received at laerdal.